Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient for experiencing a brief sensor error for approximately three hours, therefore, the patient was not receiving any cgm values. The patient was also wearing a tandem insulin pump. The patient went to an urgent care clinic for evaluation since she was ¿not feeling well¿, had nausea, and was confused. Around 10-11am, the urgent care clinic referred the patient to the emergency room (ER). At the ER, the patient was diagnosed with dka and treated with IV insulin and unspecified medications that the patient could not recall. The patient was admitted to the ICU for 2 days and then 1 day on the regular ward before being discharged. The patient was ¿fine¿ at the time of report. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional patient or event information is available.